Event description:
It was reported that the patient experienced a pocket site discomfort. The patient underwent a revision procedure wherein the pocket was relocated and the ipg remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware.